Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The device history was downloaded at the user facility. A review of the history indicates that on (B)(4) 2011 at 20:56, line a was programmed to deliver at a rate of 6.5 ml, with a vtbi (volume to be infused) of 26 ml, for a duration of 4 hours, and the delivery was started. On (B)(4) 2011 at 00:57, the delivery was stopped with a volume infused (vi) of 26 ml. The settings were cleared. The device was reprogrammed to deliver at a rate of 26 ml/hr, instead of the intended rate of 6.5 ml/hr, with a vtbi of 104 ml, for a duration of 4 hours, and the delivery was started. At 03:17, backpriming was started and stopped, and the delivery was restarted. At 04:58, the device alarmed n161 (line a vtbi complete). The delivery was stopped, with a vi of 104 ml. At 05:00, the device was reprogrammed to deliver at a rate of 6.5 ml/hr, with a vtbi of 26 ml for a duration of 4 hours, and the delivery was started. At 05:31, the delivery was stopped with a vi of 3.3. Ml. The device was reprogrammed to deliver at a rate of 3 ml/hr with a vtbi of 12 ml, for duration of 4 hours, and the delivery was restarted. At 05:37, the delivery was stopped. At 05:39, the device alarmed n102 (infuser idle 2 minutes). At 05:41, the device was turned off. A review of the device history indicates the device delivers as programmed. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported an operator error in programming the device, which resulted in the pt receiving more medication than intended. At an unspecified time, the device was programmed to deliver total parenteral nutrition (tpn), at a rate of 6.5 ml/hr, and the delivery was started. No further programming parameters were provided. At 00:57, the device alarmed that the delivery was complete with a vi (volume infused) of 26 ml. The nurse cleared the volume infused and reprogrammed the device with a vtbi (volume to be infused) of 100 ml. At 05:00, the device alarmed that the delivery was complete. At this time, the nurse noted that the device had been inadvertently programmed to deliver at a rate of 26 ml/hr, instead of the intended rate of 6.5 ml. The device was reprogrammed to deliver at a rate of 6.5 ml/hr, and the delivery was restarted. At 05:30, an accu-chek of the pt's blood sugar was done with the results reported as "high." The physician was notified. A serum glucose level was ordered and the delivery rate of the tpn to be decreased to 3 ml/hr. At 05:45, the delivery was stopped. The device was removed from clinical service. At 06:30, the serum glucose level was provided to the physician with results reported as 541 mg/dl. At this time, the physician ordered hourly accu-checks, and ultrasound of the head, and the tpn therapy to be restarted at a rate of 3.3. Ml/hr. The tpn therapy was resumed using a replacement device. The pt was weighed with a reported weight gain of 10 ounces. At 09:80, the accu-chek result was reported as 45 mg/dl. At this time, the physician ordered the tpn delivery rate to be increased to 7 ml/hr. It was reported that on (B)(6) 2011, the pt was in stable condition in the nicu (neonatal intensive care unit). During testing at the user facility, the device passed testing. Though requested, no add'l info was provided.